Event description:
A healthcare facility (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a pediatrician was using the neopuff infant resuscitator to resuscitate an infant, but no pressure was being delivered. Upon checking the device, the 900rd009 gas supply line that was connected to the neopuff was found split. This was noticed during use on an infant. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the 900rd009 gas supply line was returned to fisher & paykel healthcare (fph) (B)(4) for visual inspection. Results: the reported fault was confirmed. The flexible tubing of the complaint gas supply line was found to be almost completely torn away from its connector. Conclusion: the neopuff gas supply line is a reusable device and consists of flexible tubing with a plastic connector at one end. The plastic connector fits to the inlet port of the neopuff. Removal of the gas supply line from the neopuff inlet port is normally achieved by clasping and pulling the plastic connector away from the inlet port. If removal is attempted by pulling on the gas supply line tubing instead, it could lead to weakening and tearing of the reusable tube at the tube-connector interface after multiple reuses.